Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found angulation malfunction in the right direction due to the worn angle wire. The adhesive on bending section cover was cracked. There was a crease on the insertion tube. The connecting tube was crushed. The scope cover had deformation. The electrical connector was corroded due to water leakages. The scope connector protector of the ultrasound was broken. The light guide lens was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited inside lens had dirt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the stain could not be further identified; it was presumed to have been due to the light guide (lg)-lens glue being peeled off by physical stress such as hitting/dropping the distal end, and/or chemical stress from chemical solutions, or the like. As a result, humidity invaded the lg-lens which led to the corrosion. The event can be detected by handling the device according to the following instructions for use (IFU): IFU states methods of detection in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.